Manufacturer narrative:
Qn# (B)(4).

Event description:
The complaint is reported as: user placed a PICC on a patient with a very large abdominal tumor. Bullseye was obtained. During clean up the patient reported palpitations and heart rate was 220. The user retracted the PICC 3cm and ordered a chest x-ray. The chest x-ray showed the PICC deep within the right atrium. An over the wire catheter exchange was done with a 6cm shorter catheter. No patient injury was reported. The patient's condition was reported to be fine.

Event description:
The complaint is reported as: user placed a PICC on a patient with a very large abdominal tumor. Bullseye was obtained. During clean up the patient reported palpitations and heart rate was 220. The user retracted the PICC 3cm and ordered a chest x-ray. The chest x-ray showed the PICC deep within the right atrium. An over the wire catheter exchange was done with a 6cm shorter catheter. No patient injury was reported. The patient's condition was reported to be fine.

Manufacturer narrative:
(B)(4). A visual inspection of the product involved in the complaint could not be performed as no sample was returned for analysis; however, the customer did return the procedure dataset (ID# 3804290). Vascular r & d reviewed the complaint report and the procedure dataset. Vascular r & d observed: in the report it was stated that that a sustained bullseye was obtained during the placement but during review of the provided case dataset there was no blue "bullseye" indicator observed during the procedure. The dataset review highlighted that there was an orange "do not enter" indicator displayed throughout most of the case which indicates the stylet tip is moving in the wrong direction, against blood flow (retrograde flow). Per the user manual 'if a persistent orange symbol appears, gently retract the catheter until the green arrow or blue bullseye symbol appears.' Vascular r & d concluded: with the information available to investigate the catheter placement it was not possible to determine any abnormal system behavior. The dataset review highlighted that there was no observed blue bullseye throughout the case as indicated in the complaint report but rather an orange 'do not enter' symbol was observed throughout most of the case. A device history record review performed on the console did not reveal any manufacturing or servicing related issues. Without the device to evaluate, the probable cause could not be determined from the available information. If the device becomes available or additional information is received, this investigation will be updated with the evaluation results. A customer in-service with the complainant was requested to review the interpretation of the various symbols (i.e. Blue bullseye, orange "do not enter") provided in the vps g4 user manual. No further actions are required at this time. Teleflex will continue to monitor and trend for reports of this nature.